Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 63 (hardware low-level failures) during a bolus. The customer reported no adverse event. The event involved product mmt-1880. Troubleshooting was performed, and the customer was able to clear the alarms and able to rewind the pump. No harm requiring medical intervention was reported. Product mmt-1880 was requested, and the customer responded that the device will be returned.

Manufacturer narrative:
Unit passed displacement and self test. No unexpected pump error 3, 63 anomalies during testing. Thump software was utilized and downloaded trace/history files properly. Found multiple pump error 63 alarm (variable 15) file number: 2017, line number: 147 on (B)(6) 2026 09:21:43.000, (B)(6) 2026 09:22:15.000 in the file history files. Pump 63 error due to hardware error. No pump error 3 in download history. No moisture damage on the electronics, battery tube, motor, vibrator, and keypad assembly during visual inspection. Unit p-cap lock in place properly. Unit had scratched case, cracked keypad overlay, peeled keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked case (battery tube), label damage. In conclusion, no pump error 3 alarm during testing and download history. However, pump error 63 alarms in history on event date due to hardware error electronic defective confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.